Event description:
It was reported to philips that the system would not start up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system would not start up; it was stuck at 00:00. Rse assisted with the customer and tried to start the system in fsf mode. After several attempts and reboots, the system was unable to get into fsf. The display showed a windows boot-up process followed by a blank screen. Customer checked the flex ep pc in the b-cabinet. The flex ep pc had network lights but no power or hard drive led lights. After pressing the power button on the flex ep pc, the fans on the front of the pc started to spin, but the power and hd leds remained off. The customer performed the flexvision communication test, which was failed. The host pc was not able to communicate with the flexvision pc within 105 seconds, due to which this issue occurred. A replacement flex ep pc was delivered to the customer for replacement. The customer replaced the flex ep pc themselves to resolve the issue. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.